Event description:
Information received indicates the conduit was explanted due to right ventricular outflow tract obstruction and stenosis of the distal anastomosis, as noted on pre-operative cath. At retrieval, conduit kinking was seen. The device replaced with no additional pt consequence reported.